Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the preparation, the clip jumped open. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported clip jumpiness. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the result of the returned device analysis (unable to confirm the reported clip jumpiness), a cause for the reported clip jumping could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.